Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported there was a pressure sensor offset adjustment during service / maintenance (not in a clinical setting) involving an olympus insufflation unit. There was no patient injury reported.